Manufacturer narrative:
The customer reported 12-lead ECG v6 signal loss. There was no report of adverse pt impact. A philips field service engineer evaluated the device at the customer site, confirmed the v6 signal loss, and resolved this issue by replacing the leads ECG trunk cable and ECG connector.

Event description:
The customer reported 12-lead ECG v6 signal loss.